Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod¿s needle did not deploy into the patient's skin as intended. The patient stated the cannula was visible, but the needle had malfunctioned during the activation process. The pod was ultimately not worn and was thrown away. There were no changes in the patient¿s blood glucose levels.